Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation papers allege the patient may have to undergo painful and risky revision surgery due to the hip implant not functioning as intended. Update 3/17/2016- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported increased cobalt, pain, low back pain, leg pain, hip popping out, cannot sit/stand/lay down in one position for more than an hour . See (B)(4) for dislocation with closed reduction of right hip. Medical records reported decreased range of motion, soft tissue mass on MRI and during revion it was difficult to remove liner. Lab results for cobalt were greater than 7 parts per billion. Stem added to complaint.

Event description:
Complaint description: new etq created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint litigation papers allege the patient may have to undergo painful and risky revision surgery due to the hip implant not functioning as intended. Update rec'd 9/25/2012-pfs and medical records received. Part and lot provided. A correct doi and dor was given for the right hip. After review of the revision operative note for the right side there was no mention of loosening or metallosis. The two unknown hips are being changed to the liner and head from the right primary operation.there is no new additional information that would affect the existing MDR decision. The complaint was updated on: 05/12/2014. Update 3/17/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported increased cobalt, pain, low back pain, leg pain, hip popping out, cannot sit/stand/lay down in one position for more than an hour . See com-(B)(4) for dislocation with closed reduction of right hip. Medical records reported decreased range of motion, soft tissue mass on MRI and during revion it was difficult to remove liner. Lab results for cobalt were greater than 7 parts per billion. Stem added to complaint. The complaint was updated on: apr 6, 2016. Update sep 06, 2017: medical records received. After review of medical records, there is no new information added that changes the MDR decision. This complaint was updated on: sep 27, 2017. / / investigation method: no device(s) associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A complaint database search did find additional related reports against the provided product code and lot number combination(s). However; a review of the device history record(s) associated with this complaint was not required per wi-3430. The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. Previous investigation remains the same for the liner and head. The stem has been added since the previous investigation. No device(s) associated with this report was received for examination. A worldwide complaint database search found no additional related reports against the remaining product code/lot code combination for the stem. Based on the inability to find any additional related reports against the provided product code/lot code combination it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information was conducted, as applicable, utilizing work instruction wi-7915 appendix a. / / investigation summary: new etq created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint-litigation papers allege the patient may have to undergo painful and risky revision surgery due to the hip implant not functioning as intended. Update rec'd 9/25/2012-pfs and medical records received. Part and lot provided. A correct doi and dor was given for the right hip. After review of the revision operative note for the right side there was no mention of loosening or metallosis. The two unknown hips are being changed to the liner and head from the right primary operation.doi: 8/18/2010-dor:10/31/2013 (right hip). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Update 3/17/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported increased cobalt, pain, low back pain, leg pain, hip popping out, cannot sit/stand/lay down in one position for more than an hour . See com- (B)(4) for dislocation with closed reduction of right hip. Medical records reported decreased range of motion, soft tissue mass on MRI and during revion it was difficult to remove liner. Lab results for cobalt were greater than 7 parts per billion. Stem added to complaint. Doi: 8/18/2010-dor:10/31/2013 (right hip). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative:  product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In addition to what were previously alleged, ppf alleges pseudotumor and elevated metal ions. Doi: (B)(6) 2010; dor: (B)(6) 2013; right hip.